Event description:
It was reported that during use on a patient, the cardiosave intra-aortic balloon pump (iabp) a fiberoptic balloon is in place and they were attempting to use the low level output cable to transmit the iab waveform to the bedside monitor. Customer said that they do this often successfully, but he cannot get a signal to his bedside monitor this time and it will not zero at bedside. The patient was reported as stable.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
It was reported that the cardiosave intra-aortic balloon pump (iabp) had a issue of unable to zero pressure, cable - connector broken. There was a patient involved. Brian called about a patient on a cardiosave. A fiberoptic balloon is in place and they were attempting to use the low level output cable to transmit the iab waveform to the bedside monitor. He says that they do this often succesfully, but he cannot get a signal to his bedside monitor this time, and it will not zero at the bedside. I confirmed the correct procedure for "venting" on the cadiosave, then zeroing at the bedside. He says that the low level cable is made by maquire, and is brand new. They have switched bedside modules several times without success. Otherwise, the pump is working well and the patient is stable with a sensation plus 50cc iab. I advise brian that either the cable is incorrect, malfunctioning, or the pump has a problem. He thanked me for the help and will report the pump to their biomed dept. Once removed from the patient . A getinge field service engineer (fse) investigated the customer complained that the unit would not slave signal to bedside monitor. Fse tested the low level connector for performance and confirmed the issue. Fse then opened the unit and inspected the connection pins at the front end board and found them to be broken off at the solder points. This would be caused by the user turning the connector instead of just pushing to insert and pulling to remove. Fse ordered a replacement part and was informed that the part is on back order, will return once received and complete the repair. Fse returned to the site 2/13 to replace the front end pcb. Fse replaced the board and updated the sw to b.17. Fse then completed all diagnostic, performance and safety tests. The unit passed all testing with no further issues. The unit was approved for clinical use and returned to the department. The failure analysis and testing department received the following part associated with this complaint front end board this part was received with a reported unit failure message of broken pins low level connector(j5). Performed visual inspection of this part received and found low level connector (j5) pins were broken at the soldering points. The failure analysis and testing department verified the failure message of broken pins at board solder points. Retaining front end board in the fat dept. Per procedure 0002-07-d008 rev aq. Due to broken pins, this board is not going back to supplier for further investigation." The non-conformances with the returned components were confirmed. However, the root cause or the most probable root cause is impossible to be defined.

Event description:
N/a.

Event description:
N/a.